Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿iodine leak from the tip of the transfer set tubing¿. This was observed before peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including clear passage, and clamp function testing were performed with no issues noted. Leak testing was performed using an in lab mini cap and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.